Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Rep called while in the clinic with the patient regarding chronic impedances they are seeing. Rep reported that all impedance values are at 40,000 ohms, but appear "green" with two connections that are out when the patient is standing. Rep stated electrodes 2, 3 and 15 are all shorts. Rep states the patient is getting "good coverage" but they are experiencing new pain and are hoping to be programmed to help with that coverage. Rep also states the patient began seeing a message on their controller stating that therapy settings cannot be adjusted. The patient is programmed on electrodes 5,7, 13 and 15. With a reference of 5, they see the lowest impedance of 2120 and 15 is the highest at 34,810 ohms. They also report an electrode at 35,540 ohms, however did not specify which electrode. Rep stated she was notified a week ago wednesday that the patient was seeing the message on their controller, but was just meeting with the patient today. Technical services (ts) reviewed ideal impedance values and using reference electrodes to investigate which electrodes could be lower impedances. Ts also advised rep to have the patient discuss this with their hcp if unable to program around these values. Ts reviewed open circuit vs short circuit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Cause was not determined; rep was able to reprogram around the impedances. If patient continues to have impedances, follow up with the physician is recommended. Patient and provider are aware. Patients weight is unknown.